Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that there is a "drop-out" on the image with the site rite 6 probe (sn:(B)(4)) with black lines down the screen.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of ultrasound image drop-out/poor image quality was confirmed upon evaluation of the sr6 probe at the service facility. It was found that the probe was cracked in two areas on the nose housing and there was nose separation with multiple open probe elements. The root cause of the probe damaged is likely use-related damage. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that there is a "drop-out" on the image with the site rite 6 probe (sn:(B)(4)) with black lines down the screen.